Manufacturer narrative:
E1: (B)(6) university. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection by the naked eye observed no issues. The twist clamp has detent, and the main body notch was present. In the photo provided, the transfer set twist sleeve appeared to be partially closed but not fully in the locked position. However, without the actual sample to evaluate, functional tests for clamp function could not be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was found ¿clamps difficult to open and or close¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient involvement. No additional information is available.